Event description:
The customer reported that during use of the y-knot rc all-suture anchor in a hip arthroscopic procedure on (B)(6) 2015, the distal tip of the anchor driver split and broke off during insertion. As reported, the breakage occurred during "self-punching" and insertion of the y-knot rc all-suture anchor. The broken tip approximately 5mm was buried and remained in the patient's hip bone. The surgeon used another like-anchor and a new pilot hole to complete the repair. Other than a 2 minute delay, the procedure was otherwise completed with no further complications or patient injury.

Manufacturer narrative:
As reported, the y-knot rc all-suture anchor inserter is not expected for evaluation, as it was discarded at the user facilities. Without the actual device, an evaluation could not be performed and the root cause of the reported breakage could not be determined and the alleged incident therefore could not be verified. Based on available information, it is believed that the most likely cause of the driver breakage in this instance is user related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This device ((B)(4)) was manufactured on 13-may-2014 in a lot of (B)(4). There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.